Manufacturer narrative:
(B)(4). Patient age, estimated as (B)(6). Indication for use: coronary guide wire used in a valvuloplasty. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an interventional procedure of the neonatal valvuloplasty, the whisper es guide wire was used with an unspecified balloon dilatation catheter (bdc). After three inflations of the bdc the devices were retracted, however, the guide wire had separated in two pieces. The distal portion migrated to the left atrial appendage (laa) and was removed posteriorly using a snare device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.